Event description:
Pump shut down and nurse got a small shock from the line cord. This is being reported in response to the FDA safety investigation (oct 19, 2009).

Manufacturer narrative:
The datascope service tech found nothing wrong with the line cord, however, replaced it as a precaution. A full functional check was performed and the pump met all factory specs. We will continue to monitor for similar events.